Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, patient underwent placement of an angiodynamics xcela port product, reference number h965451110, lot number 151623000. On or about (B)(6) 2024, patient was diagnosed with a subsegmental pulmonary emboli. On or about (B)(6) 2024, patient was diagnosed with an infection of pseudomonas aeruginosa. Port removal was recommended. On or about (B)(6) 2024, patient's port was removed.